Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of multiple back operations. It was reported that the patient has been charging longer and more often in the last 8 months. The patient saw an error code with a doctor icon. The patient was not sure if it was end of service (eos) or elective replacement indicator (eri), but they thought it was eos. The patient reported that they have had unbelievable pain without the device. The patient was redirected to their healthcare provider (hcp). No further complications are anticipated.